Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed, and elective replacement indicator is the result of high internal battery resistance.

Event description:
It was reported that the device had measuring difficulty, had high battery impedance, and reached elective replacement indicator (eri) early. It was also reported that when the device went to eri, it should have triggered vvi65 pacing but the device was not pacing at vvi65. The device was removed and replaced. No patient complications have been reported as a result of this event.